Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead alerts had triggered, and the patient presented with out-of-range high/undefined right ventricular (rv) pacing impedance and rv defibrillator impedance measurements. The lead trends revealed an apparent rv coil issue. The lead remains in use. No patient complications have been reported as a result of this event.